Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of over 600 mg/dl. Customer has treated with a syringe. Customers stated that they changed their set and reservoir and are now experiencing high blood glucose readings. Customer stated that they bolused when their blood glucose readings were 300 mg/dl and the blood glucose readings do not seem to be going down. Customer stated that he ran a 5.0 units of fill cannula and did not see insulin come out. Customer reported symptoms of frequent thirst and urination. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was performed and passed. No further information reported.